Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient was told he may have a "piece of the catheter" still implanted in his spine. The patient stated, he recently had a "scan" and reported his hcp was requested information about the catheter. The patient stated, he was having difficulty walking and was concerned that the "piece of catheter" could be the cause. The patient was told the catheter was completely removed in 2005 when the pump was removed. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.